Event description:
(B)(4) clinical study. Same patient as MFR report #: 2134265-2010-04919. It was reported that during a coronary artery stenting treatment procedure, plaque shift occurred. The patient presented due to a myocardial infarction and was referred for cardiac catheterization. Lesion #1 was located in the mid left anterior descending (lad) artery with 70% stenosis and was 14.0mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilatation and implanted a 2.25mm x 16mm taxus liberte stent resulting in 0% residual stenosis. Lesion #2 was located in the proximal lad with 95% stenosis and was 18.0mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and implanted a 3.00mm x 20mm taxus liberte stent resulting in 0% residual stenosis. Lesion #3 was located in the distal right coronary artery with 95% stenosis and was 18.0mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilatation and implanted a 2.75mm x 20mm taxus liberte stent. The site reported that a grade b proximal dissection occurred and a 2.75mm x 20mm taxus liberte bailout stent was used resulting in 0% residual stenosis and timi 3 flow. A staged procedure was performed the next day. Lesion #5 was located in the 1st obtuse marginal branch with 85% stenosis and was 20.0mm long with a reference vessel diameter of 2.5mm. A 0.014mm kinetix wire was advanced in the distal portion of the obtuse marginal bed. A choice floppy wire was advanced in the distal portion of the av groove to hold position while attempts at wire revascularization was undertaken. A 2.5x15mm apex balloon was advanced over the kinetix wire into the obtuse marginal branch and deployed at 6-8 atm's to predilate the lesion. This balloon was then pulled back and a 2.5x24mm taxus liberte stent was advanced to the region of prior narrowing and deployed at 9 atm's. The wire in the av groove branch was then pulled back and used to rewire down the av branch through the stent. The stent balloon was then reinflated at 12 atm's to post dilate further. At this time, it was noted that there was some plaque shift into the ostium of the main body of the circumflex artery, as it continued into the av groove. Therefore, a 3.0x15mm quantum balloon was advanced over the wire to dilate the ostium of the continuation of the circumflex artery. The balloon was then removed after being inflated multiple times from 10-12 atm's. "The proximal stent in the circumflex body would be undersized at 2.5mm" so a 3.5x12mm quantum apex balloon was advanced over the kinetix wire into the proximal portion of this stent. Next, a 3.0x12mm quantum apex balloon was advanced over the floppy wire into the circumflex vessel and inflated in a kissing manner with the 3.5x12mm apex balloon at 8 atm's and then reinflated at 10 atm's with evidence of no plaque shift and good stent expansion throughout the course of the stented region. The stent balloons and wires were then pulled back and there was 0% residual stenosis with timi 3 flow through the left coronary bed. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).